Manufacturer narrative:
The pump was received by the analysis department with 4 ml of fluid in it. The print report pulled during analysis noted that the pump had been delivering at simple continuous rate 5,000 ug/ml dilaudid at 2 ,908.4 ug/day and 75 mcg/ml baclofen at 43.626 mcg/day. Pump memory logs indicated a motor stall recovery occurred; this means that the pump had stalled and recovered sometime during pump life. Dispense testing was performed, and the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). During dispense testing the pump hit eri due to time progression. Destructive analysis found gear shaft wear on one of the gears inside of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable pump for non-malignant pain and failed back syndrome. It was reported that there was no complaint with the pump. The pump was replaced due to normal battery depletion. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.